Event description:
It was reported that the patient underwent initial knee arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2015 due to poly wear leading to metallosis. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿material sensitivity reactions, particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid¿ and "wear and/or deformation of articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015- 01062 / 01064).